Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was short. The customer's blood glucose level was 86 mg/dl. The customer reported that the first sensor had bled on insertion, the other had affected the readings and the cannula was short. The customer declined troubleshooting the event. The sensor will be returned for analysis.